Event description:
Country of complaint: (B)(6). Patient with 6 years s4 implants needed a revision due the adjacent level being affected. Surgeon removed all of the screws; placing new screws in all the levels. Screws were placed; while screwing in the 4th screw, a bad orientation was observed. Surgeon tried to remove the screw. The screw head and tulip were fixed on the screwdriver while the shaft was still fixed into the bone of the patient. First impression was that the screw was broken. Not knowing that the bigger diameters screws are manufactured in more parts (screw shaft/ screw head). Surgeon decided to screw out the 4 screws and used a competitor system to operate the patient. We assume a surgery delay from at least 20 minutes. Outcome of the patient is unknown.

Manufacturer narrative:
Evaluation: the manufacturing documentation (lot 51792382) has been checked and found to be according to the specification valid at the time of production. There are no indications for a material or manufacturing defect. This failure is handling related due to the surgeon didn't know that the screw consists of two parts. The screw was not broken.